Manufacturer narrative:
The AED (serial number (B)(4)) was received on 2016-11-16, however, the battery pack (serial number (B)(4)) and the pads were not returned. The root cause investigation determined that a component, an h-bridge, on the AED's high voltage circuit had failed from an unknown cause. No other reports have previously been received where the AED aborted a defibrillation shock in which the root cause was attributed to an h-bridge component failure. Should additional information become available a follow-up MDR will be submitted.

Manufacturer narrative:
On 10-26-2016 the review of the AED's electronic data files showed a possible rescue attempt on (B)(6) 2016 where the unit reported two shock delivery errors and three aborted shocks. Based on this review, we requested the distributor to provide event and patient information for the possible (B)(6) 2016 rescue attempt. To date, no patient details have been provided and the patient outcome is not known. We have also requested that the AED, battery pack and defibrillation pads used on (B)(6) 2016 be returned so they may be investigated. To date, no items have been received. The investigation is currently ongoing and no root cause is known.

Event description:
On (B)(6) 2016, an international distributor reported that while testing an AED, the unit would announce a service code when they inserted the battery pack. They reported that this did not occur during patient use. As part of the investigation process, on 10-24-2016, the electronic data from the AED was reviewed. That review showed a possible event on (B)(6) 2016 where the unit reported two shock delivery errors and aborted four shocks. Based on this review, we requested the distributor to provide event and patient information for the possible (B)(6) 2016 rescue attempt. To date, no event or patient details have been provided and the patient outcome is not known. We have requested that the AED, battery pack and defibrillation pads used during the event be returned so they may be investigated. To date, no items have been received. The investigation is currently on-going and no root cause is known.